Event description:
I have a medtronic spinal cord stimulator implanted and the amount of relief from the permanent implant is far less than what the trial provided. I also am having issues charging the device consistently and the device at random will not connect to the remote. The device at times feels like it is providing more stimulation than intended and it will sometimes randomly provide no stimulation.